Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 4. Mfg report numbers: 3006705815-2019-00392, 1627487-2019-01260, 1627487-2019-01261. It was reported that the patient experienced lead migration. The lead migration was confirmed by fluoroscopy. The physician performed a revision surgery on (B)(6) 2019 to reposition the lead. During the revision it was found that the anchor was not locked, therefore the physician directly sutured the lead to the tissue. Effective therapy was established post operation.

Event description:
Device 1 of 4. Mfg report numbers: 3006705815-2019-00392, 1627487-2019-01260, 1627487-2019-01261.